Event description:
During a laparoscopic roux-en-y procedure, when the physician fired the second load, it stapled on one side only. When the reload was inspected, the drivers were not pushed all the way up. This was the same for the first load as well. There was no patient consequence.